Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the superficial femoral artery (unknown side) there was a balloon rupture. The access site was femoral artery. An ipsilateral and anterograde approach was made. There was moderate calcification, mild vessel tortuousity and 70% stenosis present. The product was prepped and use as per the instructions for use. A guidewire was inserted across the lesion via the sheath introducer into the patient's body. The product was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using the indeflator (brand unknown), however the balloon ruptured at 3 atm. The product was withdrawn out of the patient's body. There was no adverse consequence to the patient. This product will not be return for evaluation and testing.

Manufacturer narrative:
Ni